Event description:
It was reported that cartridge alarm 20 occurred on pump and that caller had experienced cartridge alarms with consecutive cartridges, although issue did not occur during load process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, was instructed to put pump into storage mode before returning it, and was advised to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, while tandem technical support arranged shipment of replacement pump and provided instructions for returning problematic pump with a prepaid label.